Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed clogging of the nozzle. The device evaluation found that due to clogging of nozzle, the air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to the wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section rubber has a crack. The adhesive on bending section rubber has white-clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. The protector of universal cord on the control section side has a scratch. Adhesive around objective lens is peeled. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens have white-clouded area. Connecting tube has a dent. The connecting tube has a wrinkle. The foreign matter related information received identified the following: the customer clean, disinfect, and sterilize the device before sent it to olympus. There was no delay in the start of precleaning (was there a time lag between the end of clinical use and the start of precleaning?) The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle / channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had air/water flow issues from the air/water flow system. Inspection and testing of the returned device found foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is pushed all the way (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.